Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported a discrepancy between the reported flow on the display and the actual flow. No other details regarding the nature of this event were reported. The device was originally returned for no flow display on the centrifugal pump when the discrepancy was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.